Manufacturer narrative:
Additional information was received that 12 days post valve implant, a standard electrocardiography (ECG) identified first degree atrio-ventricular (av) block, right bundle branch block (rbbb) and left bundle branch block (lbbb). No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five days following the implant of this transcatheter bioprosthetic valve, intermittent right bundle branch block (rbbb) and left bundle branch block (lbbb) were noted. Subsequently, a permanent pacemaker was implanted two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the left bundle branch block (lbbb) was a pre-existing condition. The information has been added relevant history section of this report. If information is provided in the future, a supplemental report will be issued.